Event description:
New information notes that the patient was stable throughout.

Event description:
It was reported that a patient presented on (B)(6) 2021 with a hematoma, as well as a retroperitoneal hemorrhage, less than two weeks after a pacemaker implant procedure. Redness and swelling were noted around the pacemaker insertion site. An x-ray was performed along with a blood test on (B)(6) 2021 which showed no concerns. On (B)(6) 2021, the patient's pacemaker insertion site was aspirated to check for infection, and none was found.